Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that there were two readings that read over 400mg/dl and 339mg/dl the next time. Customer declined to troubleshoot for high blood glucose values. Insulin pump will not be returned for analysis.